Event description:
It was reported the colonovideoscope's image went blank, then became fuzzy with bright colors. The event occurred during a diagnostic colonoscopy, which was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: e217 scope error occurred, leading to no image displayed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to corrosion on the plug unit, e217 occurred, which led to no image being displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.